Event description:
Customer alleged bed was broken.

Manufacturer narrative:
Tech found left side rail wouldn't latch. He found a substance inside the latch. He took the siderail apart, cleaned and repaired. No other problem found.